Event description:
The dental implant fx4512swc was removed on (B)(6) 2020 due to failure to osseointegrate 1 month after implantation. The patient has no significant medical history. The doctor noted local infection during explantation. The patient has recovered without complications.